Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that a dialysis catheter was attempted in a patient with a very deep femoral vein. The operator took a very steep attempt and noticed some resistance in the wire. Upon attempting to remove the wire, they heard a ping, and the guidewire unravelled. The swg was removed along with the catheter. A new catheter was placed at a different site to resolve the issue. The patient had no harm or injury.

Event description:
It was reported that a dialysis catheter was attempted in a patient with a very deep femoral vein. The operator took a very steep attempt and noticed some resistance in the wire. Upon attempting to remove the wire, they heard a ping, and the guidewire unravelled. The swg was removed along with the catheter. A new catheter was placed at a different site to resolve the issue. The patient had no harm or injury.

Manufacturer narrative:
Qn#(B)(4).complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.